Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-nov-2017 with the following findings: during investigation, the battery compartment was cracked above and below the bumper pad. No corrosion was found in the battery compartment. Moisture was found in the display lens. The pump was unresponsive with no auditory or vibratory alarms and a blank display. A leak was found in the battery compartment. The pump cover was removed to find moisture on the printed circuit board and internal components.